Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for migraine. It was reported that the patient was implanted for migraines. Therapy did not help the migraines per the patient. At that time the patient had lost their insurance to take the device out and now they were afraid to take it out. The implantable neurostimulator (ins) was no longer working. The battery was dead. When asked if the device had reached end of service (eos), the caller did not know. When asked if the patient had been told if it was normal battery depletion, the caller did not know. The patient had tried using the device and when it had been put it on them it did not do anything so the patient had stopped trying. Inquiries were made regarding pulsed electromagnetic frequency (pemf) device guidelines. The guidelines were reviewed. It was reported that when the patient used pemg on (B)(6) 2017 they felt pulsing in their head. Unrelated muscle pain was reported. On the day of the call the unrelated muscle pain was feeling better. It was reported that the patient no longer had a managing hcp.